Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient failed to thrive after prolonged hospital course. The patient had an acute post operative respiratory failure and underwent a tracheostomy, had pneumothorax and chest tube was placed, had torsade requiring defibrillation 3 times, altered mental status/ encephalopathy, they had dysphasia and percutaneous endoscopic gastrostomy (peg) was placed, the patient also experienced acute kidney disease on chronic kidney disease. The patient was transferred to a step-down unit from the initial cardiovascular intensive care unit but went back on 3 separate occasions. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was never discharged home from the hospital following implant due to failure to thrive. There was little chance of meaningful recovery, but the patient was medically stable. The patient's family decided to withdraw support because they did not want the patient to suffer any longer. The patient passed away on (B)(6) 2024. The left ventricular assist device (lvad) functioned as intended. No autopsy would be performed.

Manufacturer narrative:
Section e1 - reporter email was not available manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including respiratory failure, cardiac arrhythmia, renal failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced had urosepsis, klebsiella urinary tract infection, urinary retention, foley catheter obstruction, hydronephrosis, mrsa/klebsiella pneumonia, hhv-6 meningoencephalitis, acute cholecystitis status post perc chole tube (placed in (B)(6) 2022, removed per general surgery (B)(6)), acute kidney injury on chronic kidney disease, sacral and bilateral foot pressure ulcers.